Manufacturer narrative:
Foreign report source: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure the instinct java blocker was stripped. There was no delay or impact on the patient.

Event description:
It was reported that during a procedure the instinct java blocker was stripped. There was no delay or impact on the patient.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 046w0an00002 instinct java blocker lot#: v17044 catalog#: 046w0an00002 instinct java blocker lot#: v17057 the following sections were updated/corrected updated: b4, b5, d11, g4, g7, h2, h3, h4, h6, h10 corrected: d6, d7-device not implanted the event is confirmed with photographs received. Photographs revealed that the plugs were worn on the tulip heads. The damage to the screw tulip heads are consistent with cross-threading of the plugs into the screw tulip head during attempted installation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.